Event description:
It was reported that the patient's device system was removed due to infection. No patient symptoms or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of the report. A follow-up report will be sent if additional information is received.